Event description:
Boston scientific received information that this device displayed an alert to check the right atrial (ra) lead when the patient was being seen for atrio-ventricular optimization. There was intermittent out of range pace impedance measurements on the competitor ra lead. The physician was aware of the high impedance and was going to monitor the situation since there were no issues with pacing and sensing at the time. Technical services discussed adjusting the range for alerts in latitude but the caller declined to do so. No adverse patient effects have been reported. All available information indicates that the device remains in service.

Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.